Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. After turning the pump back on, the personal profile settings were noted to be missing. There was no reported impact to the customer¿s blood glucose due to the reported issue. Reportedly the customer continued to use the pump for insulin therapy.